Event description:
It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2008. Currently, the patient is being monitored due to pain.

Manufacturer narrative:
Supplemental information received on 01/14/2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom us acetabular component 48/42 h on the right side on (B)(6) 2008 and revised on (B)(6) 2014 due to pain and elevated co level.

Manufacturer narrative:
Additional information was received on august 20, 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2008 and revised on (B)(6) 2014 due to pain and elevated co level. No x-rays were received for evaluation. Visual examination during the visual examination the durom acetabular component presented moderate amounts of both light debris and ingrowth on the porous side. Heavy third body debris presented in the neck/adapter interface. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This case was reopened on 07/13/2015 to enter additional information which had been received on 06/19/2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).